Event description:
It was reported that a pt heard a critical alarm on (B)(6) 2011. The next day, the pt went to the hosp and her pump was interrogated, which revealed a motor stall. The physician tried to reprogram the pump and to perform a bolus to recover the stall without any results. The pump records indicated that the motor stall recovered on (B)(6) 2011 at 5:00 am. A new motor stall occurred later that same day ((B)(6) 2011) at 10:00 am. Per the reporter, when the pt tried to activate a bolus with her personal therapy mgr (ptm), the code "8473" appeared on the pt programmer. Upon pump interrogation on (B)(6) 2011, the pump was again in a motor stall. The physician tried to interrogate with the logs in an attempt to see how many motor stalls had occurred, but the only logs available were from (B)(6) 2011 (they were all of the logs related to the pt activations with her ptm). The physician performed a rotor test and programmed pump replacement for (B)(6) 2011. It was later reported that the pump was explanted. The pump contained morphine administered intrathecally for pain. The pt's status was undetermined at the time of the report. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).